Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer reported to have been unconscious upon arrival to hospital. It was reported that customer's high blood glucose was due to running out of test strips and was relying and treating based on sensor glucose reading. Customer was diagnosed with diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization and was hospitalized for six days.